Event description:
The customer called to report an incorrect energy used for treatment. The energy shown in the "fields" tab for external beam planning and in the "general" tab for field properties differed from the value actually used for dose calculation. This resulted in a pt being treated with the wrong energy for 2-fields for one fraction. Dose for single field only: (B)(6). According to the customer's report, the physician does not intend to modify the pt's treatment plan as a result of the event. No other pt information was provided.

Manufacturer narrative:
Varian's investigation confirmed the anomaly as a known issue, previously reported under ref. # 3003793371-2012-00014. The energy shown or selected by the treatment planner in the fields tab of external beam planning and in the general tab of field properties, may differ from the value actually used for dose calculation. This issue is caused by incorrect handling of the energy mode object within the memory cache system used by eclipse external beam planning (B)(4). When the user changes the field energy, the memory cache anomaly may result in the use of the previously selected field energy instead of the intended field energy. All corrective action was reported under the guidelines of 21 cfr 806. In this case, the facility confirmed receipt of the urgent medical device correction letter on 07/14/2011. The letter provided the user with recommended actions to avoid the anomaly until the software upgrade was released. Since the event, the facility has been upgraded to the corrected software version. No further follow-up to this MDR is expected.